Event description:
On january 9, 2007 the lay user/reporter (patient's daughter) contacted lifescan alleging that the pt's one touch ultra was reading inaccurately high compared to her symptoms and to the paramedic's meter. The patient stays in a nursing home and has her blood glucose tested about 2 times per day. The patient is also given "set amounts" of insulin (novolin r and 70/30 insulin) in the morning and afternoon. However, if her blood glucose levels were "low," she would not get any insulin. If her blood glucose levels were "high", she would get insulin based on a sliding scale. She also had been suffering from fluids in her lungs for about a week prior to january 8, 2007. The patient reportedly had been obtaining "high" meter readings for about 1-1.5 weeks prior to january 8, 2007, such as "394, 364, 440, 209, and 246 mg/dl," which required "extra" insulin based on the patient's sliding scale. The caretaker felt that the pt may have been given too much insulin based on the inaccurate high meter readings; however, the pt did not suffer any low blood glucose symptoms during this 1-1.5 week time period. On january 8, 2007 around 7:15am (before breakfast), the pt obtained a "207 mg/dl," was given 17 units of 70/30 insulin, and then she had her breakfast. It is unknown if 17 units dose was her set amount or if it was based on a sliding scale. The pt also reportedly had a "good" lunch. Around 4pm, the caretaker found the pt unresponsive. The caretaker checked the patient's blood glucose, which was "165 mg/dl" on the reported meter. The caretaker felt that her blood glucose levels were "fine" and did not administer any treatment for the patient's blood glucose levels. Within minutes, the paramedics arrived. They checked her blood glucose, which was "20 mg/dl" on the paramedics' meter. The caretaker was unable to specify what type of treatment the pt received from the paramedics, but stated that the pt was taken to the hospital where she was treated with IV glucose. About 2-3 hours after receiving IV glucose, the pt was at "233 mg/dl" on the hospital's meter. The customer care advocate verified that the meter was correctly set to "mg/dl" and an approved sample was used; however, the patient's daughter was unable to report if the correct testing/cleaning techniques were used when the "165 mg/dl" was obtained. This complaint is being reported because the patient's blood glucose was relatively high when she was unresponsive. It is not known how much time had elapsed from obtaining the blood glucose result of 165 mg/dl and when the patient received treatment from the paramedics. She was taken to the hospital for hypoglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.